Manufacturer narrative:
Adverse event and/or product problem, corrected data: supplemental manufacturer report #01 inadvertently did not update this information. This report is being submitted to correct this data. Outcomes attributed to adverse event, corrected data: supplemental manufacturer report #01 inadvertently did not update this information. This report is being submitted to correct this data. Type of reportable event, corrected data: supplemental manufacturer report #01 inadvertently did not update this information. This report is being submitted to correct this data.

Event description:
On (B)(6) 2013 it was reported that the patient was in an altercation, was punched in the shoulder, and since has had an increase in seizure activity. The pre-vns baseline of seizure activity was not known and no medical intervention has been planned or taken. The patient did not show up to her appointment with the physician to have the vns checked. The physician indicated that he thinks ¿it¿s nothing¿ and will let the manufacturer¿s consultant know when the patient reschedules her appointment.

Event description:
Additional information was received that the patient was scheduled for a consult visit for full revision. The physician disabled the patient's output current to 0ma, but left the magnet output current on in case the patient needs it. Diagnostics were run which shows a lead impedance of 1380 ohms. It was confirmed that the replacement surgery occurred on (B)(6) 2013. No other information has been provided.

Event description:
Both the generator and lead were returned to the manufacturer for evaluation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.956 volts as measured, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 45.094% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Scanning electron microscopy images of the positive coil strands suggest a stress-induced fracture (due to rotational forces most likely at explant) has occurred on the coil. Also, the positive coil shows what appears to be an inclusion on the strand located at 1.2cm from boot and what appears to be a void on the strand located approximately 2cm from connector torn end. Scanning electron microscopy images of the negative coil suggest a stress-induced fracture (due to rotational forces) occurred on the coil. Secondary fractures noted in the vicinity of the coil broken strands located at approximately 1.3cm from boot appear to indicate the stress-related primary fractures were most likely created during the explant procedure. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, typical wear and explant related observations, no product-related anomalies were identified in the returned lead portion.